Event description:
Had essure placed on (B)(6) 2013. That evening I started cramping very bad and major pains through out my body. Started getting migraines from that evening to now that are so severe I vomit and can't keep food down or be around light or noise and my pain medication does not work. I can barely go up and down my stairs and there are days I can not even get out of bed due to the pain I have. I have a rash out break caused from the nickle and cant wear my jewelry any more. I have swelling all over my body. I have had major weight gain. Over 64 pounds since have the procedure done less than a year ago. I have pain with bowel movements and urination. Heavy bleeding and major cramping with periods that last a week and occur every 2 weeks. I am either constipated or have diarrhea. Have dizzy spells and forgetfulness. I can not longer play with my kids all I can do is watch them. I have to have constant help with my youngest 2 who are 1 and 4 because I can not do much to be able to help take care of them. I have joint pain and chronic back pain that makes it hard to move. I have major mood swings and depression now. I have no appetite to eat and when I do eat, it is hard to keep it down. I have a bad case of acid reflux that burns my throat. I have no sex drive what so ever and hate the thought of being touched. This device has ruined so much for me. (B)(4).